Event description:
It was reported that the subject stent failed to open and was tacked down to subject stent delivery wire. Upon resheathing the physician experienced resistance and noticed the subject stent delivery wire move more distal while the device was not recapturing. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.